Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus representative advised sending the camera heads used with the device in for evaluation. The camera heads were evaluated by the repair center with no issues found. The representative then recommended sending the subject device in for evaluation. The device has not been returned to olympus. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported by the olympus sales representative that the visera 4k uhd camera control unit was receiving an e224 "camera head communication error." Per the olympus representative this error occurred repeatedly and powering down the unit did not clear the error. No patient harm or impact to patient care was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a similar error also occurred in multiple devices other than the subject device. It is likely that a failure (malfunction of a board or adhesion of a foreign material on the electrical contacts) occurred in the video connector of the camera head being used, so error e224 occurred. This issue is addressed in the instructions for use (IFU): "otv-s400 instruction manual: 5.4 inspection of power on. 1 confirm that the ventilation grills on the right side, left side, and the rear panels of the camera control unit are not covered with dust or other materials." Olympus will continue to monitor the field performance of this device.